Event description:
The event description provided by the distributor stated: "every time the pt would try to distract with the wrench, it would automatically compress, would not hold distraction. The device, code m511, was replaced in the doctor's office". No add'l info have been provided. (B)(4).

Manufacturer narrative:
The returned device, rec'd on march 12, 2012, is currently under technical investigation. A clinical investigation of the case was not performed as no info about pt conditions, medical procedure, diagnosis and x-rays have been made available. As soon as the results of the technical investigation will become available, orthofix (B)(4) will finalize the investigation and provide you with a f/u report. Orthofix (B)(4) continues monitoring the devices on the market.